Event description:
It was reported that the customer received an altitude alarm after being in the swimming pool for 15 minutes. The customer removed and reinstalled the cartridge. Reportedly, there was a temporary delay in clearing the alarm. Insulin delivery was resumed.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.